Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer reported that the cubie pocket would not recover and the malfunction occurred when the user was trying to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer remoted into the station and restarted it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.